Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal failed to fully deploy from the delivery tube during use. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was outside of the loader device and the plunger had been depressed. The loader device was not returned. The nonfolded seal was outside of the delivery tube, but the seal subassembly remained inside the tube. Blood contamination was evident on the seal and inside the delivery tube and delivery device. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).